Event description:
When grounding pad removed from left lateral thigh a 1 cm bluish area was noted which corresponded to crack in grounding pad gel. Neither crack in gel nor area noted prior to surgery. No blistering noted. MFR alerted and pad returned to them.